Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a vessel perforation occurred instead of vessel damage. The lesion was dilated at 13 atmospheres for several times. There was heavy stenosis rather than calcification. In the surgery, shunt reconstitution was performed. The patient's condition was stable after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the balloon ruptured and vessel damage and bleeding occurred. The target lesion was located in a quite severe shunt vessel. A 5.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured and the blood vessel was damaged. Hemostasis was performed using a smaller size balloon catheter and the bleeding was stopped temporarily. However, bleeding occurred again and the procedure was switched to surgical treatment. The procedure was completed with a different device successfully. No further patient complications nor injuries were reported.